Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with an scd pump. The customer states during use on a pt, alarm occurred frequently. The power cords outer coating ruptured and there was exposure of the inner copper wire. There was no pt harm.